Manufacturer narrative:
Nuvasive reference (B)(4). The screw remains in the pt and has not been returned, and no further eval of the product can be completed at this time. These devices are not designed to withstand the unsupported stress of the full weight or load bearing alone. These devices can break when subjected to the increase load associated with delayed union or non-union and will dictate the longevity of the implant. It is unk if the pt sustained a fall or other impact. Pt had previous laminectomy w/o fusion from a different surgeon. The large amount of instability caused by the removal of the posterior elements may have been too much for this standalone device. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
The report indicates that six months post operatively, it was discovered that the interlock bone screws at c6 fractured. Surgeon will continue to monitor and plans for possible revision surgery during (B)(6) 2014 with supplemental anterior plating. The initial acdf surgery was performed on (B)(6) 2013 to fuse c5-c7 vertebral bodies. Two peek cages were placed c5/6 and c6/7 with no posterior or anterior fixation. Pt's activity level is unk. Pt compliance with post-surgical instructions is unk.